Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted log file confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from 21nov2020 through 07dec2020. It was noted that isolated low flow hazard alarms were observed on 21nov2020 and 30nov2020. The pump speed remained above the low speed limit for the duration of the file until (B)(6) 2020 at 11:51:29, when low speed events were observed while the patient was supported by the power module. The low speed events were observed until the end of the file. The account later communicated that the low speed events occurred when the patient was placed on a grounded patient cable. Lastly, the file also captured yellow wrench advisory alarms on (B)(6) 2020 and (B)(6) 2020. The account later communicated that the patient did not experience any symptoms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), as well as the heartmate ii lvas patient handbook, provide important information regarding power sources. Both documents also address all system controller alarms (including low speed and low flow hazard alarms) and how to respond to such events, as well as how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section ¿powering the system¿ provides information on how to properly switch between power sources. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline short to shield reported under manufacturer report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the log file captured speed drops below the low speed limit on (B)(6) 2020. The patient had a known history of driveline short to shield.